Event description:
It was reported the patient had a shocking or jolting sensation that started about a month prior to this report. The patient felt shocking intermittently through their body that only lasted about one second on their right side. The patient met with a manufacturing representative three weeks prior to this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 3387s-40, lot# v067713, implanted: (B)(6) 2008, product type: lead. Product ID: 64002, lot# n256795, implanted: (B)(6) 2011, product type: adapter. Product ID: 3387s-40, lot# v060436, implanted: (B)(6) 2008, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient was having problems with his stimulator and or recharger or both, he was not sure. He was still charging more than expected. The charge was lasting a couple days at the most, and sometimes more. It was varying from ¿5 days to 4 days, 3 days, 2 days, 7 days, 4 days, 2 days.¿ he usually charged it the same time, most of the time it was ¿a quarter and too far gone,¿ but he was not sure why it all the sudden started back a little while ago, and the patient tried to leave it alone and see if it would work itself out, but it had not. It started about (B)(6) 2014 and it was lasting 3 to 6 days that time mainly, sometimes 11 days, and it had always varied some. It was noted that he kept stimulation on all the time and would never shut it off. The patient now wanted a manufacturing representative to look at his implantable neurostimulator (ins). The patient was advised to discuss with his managing healthcare provider (hcp) if he was concerned about recharging frequency. The patient had not seen his hcp yet and was still having concerns regarding his device or therapy but he was working with his doctor or manufacturing representative. An appointment for (B)(6) 2014 was noted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.